Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. It is unk if the consumer treated the 'hi' result. The consumer subsequently experienced an event requiring medical intervention. It was unk by the information provided, if it was a hypoglycemic or hyperglycemic event. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation. The test strips reported in this event will not be returned for evaluation due to consumer completed the vial.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.